Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00404 for the advanix¿ biliary stent and manufacturer report # 3005099803-2015-00402 for the naviflex¿ rx delivery system. It was reported to boston scientific corporation that an advanix¿ biliary stent was used in a percutaneous bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, the devices were tested prior to the procedure, and no resistance was found during preparation when delivering and releasing the stent. During the procedure, the naviflex¿ rx delivery system guide catheter and advanix stent were delivered to the target site. It was noted by the physician that while advancing the device to the target site, the distal side of the delivery system and the stent were bending near the papilla of the duodenum. The stent was implanted and the naviflex¿ rx delivery system guide catheter was removed from the patient. The guide catheter was inspected and found that the black distal tip of guide catheter detached inside the patient. The detached portion of the guide catheter was left within the patient and procedure was completed with the percutaneous biliary drainage (ptbd). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The following day, the patient returned to the hospital. An x-ray revealed that the detached portion of the guide catheter and the stent had migrated into the small bowel. Reportedly, ¿both devices likely passed naturally¿.

Manufacturer narrative:
Exact patient age is unknown, however, patient reported to be over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00404 for the advanix¿ biliary stent and manufacturer report # 3005099803-2015-00402 for the naviflex¿ rx delivery system. It was reported to boston scientific corporation that an advanix¿ biliary stent was used in a percutaneous bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, the devices were tested prior to the procedure, and no resistance was found during preparation when delivering and releasing the stent. During the procedure, the naviflex¿ rx delivery system guide catheter and advanix stent were delivered to the target site. It was noted by the physician that while advancing the device to the target site, the distal side of the delivery system and the stent were bending near the papilla of the duodenum. The stent was implanted and the naviflex¿ rx delivery system guide catheter was removed from the patient. The guide catheter was inspected and found that the black distal tip of guide catheter detached inside the patient. The detached portion of the guide catheter was left within the patient and procedure was completed with the percutaneous biliary drainage (ptbd). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The following day, the patient returned to the hospital. An x-ray revealed that the detached portion of the guide catheter and the stent had migrated into the small bowel. Reportedly, ¿both devices likely passed naturally.¿

Manufacturer narrative:
A visual evaluation was performed and found that the push catheter was kinked. A piece of the broken pull wire containing pull wire cannula was discharged from the distal end of the push catheter. The guide catheter was found to be detached and missing. The pull wire was confirmed to be broken proximally adjacent to the pull wire cannula. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks in the catheter. With the guide catheter movement limited bound by the kinks, force to deploy the stent could ultimately cause the guide catheter to detach. Efforts to deploy the stent could cause further complications such as breaking of the pull wire. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.